Event description:
The following information was received from the study: seven months post index procedure, the patient experienced restenosis of the stented segment. The patient was treated with CABG and recovered. In 2004, the patient was admitted into the hospital where angiography revealed two vessel disease. The type b1 mid left anterior descending artery had 95% stenosis and a 3.0 x 18mm bx sonic stent was implanted at 16 atms. The lesion was pre-dilated to 8 atms. Final timi flow was grade iii. The obtuse marginal had 60% stenosis and it is unknown if this vessel was treated.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.